Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the syringe (part number 7-77650-02-98gr) and valve, vacuum (part number 7-76446-01). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
This event was previously submitted in report 3005094123-2019-00299. On (B)(6) 2019, the suspect medical device was changed from architect hstroponin reagents ln 03p25-27, lot 07012ui00 to architect i2000sr analyzer ln 03m74-02 sn (B)(4). An evaluation is still in process, a final report will be submitted when the evaluation is completed.

Event description:
The customer observed a falsely elevated hstroponin result on the architect i2000sr analzyer. The following data was provided: sid (B)(6), initial 114.7 ng/l on (B)(6) 2019. The patient received an unnecessary angiogram. The patient was retested as 1.9 on (B)(6) 2019.